Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 130 units of insulin. Customer's blood glucose (bg) level at the time of report was 59 mg/dl, and was reported to be unrelated to the pump but due to being off the pump for approximately 20 minutes. The customer would consume carbohydrates to treat the low bg level. The customer loaded a new cartridge successfully and completed the load process.